Event description:
It was reported via voluntary medwatch/ maude report list # mw5106402 that the stent occluded and fractured. In 2020, a 16mm x 120mm, 100cm vici stent was implanted in the left external iliac. In 2021, a venogram revealed that the stent occluded. Thrombectomy was performed to treat the occlusion. A stent fracture was observed, and a non-boston scientific stent was implanted.

Manufacturer narrative:
Initial reporter name: reported by patient.